Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient had a loss or change of therapy. The patient stated their therapy stopped working for them about 4 months ago. The patient stated they have had bladder infections since that time and they were on antibiotics. The patient stated their doctor told them to drink more water last week because they were not drinking enough and that is causing the bladder infections. The patient stated the water was running right through them since last week. The patient does not feel stimulation and the therapy was on. The patient increased stimulation to a comfortable level. The patient was recommended to talk to their doctor. Additional information from the healthcare professional (hcp) reported that the patient called on (B)(6) but declined changing programs over the phone. The patient was reprogrammed on (B)(6). It was noted the patient had symptoms of frequency, urgency and dysuria. It was noted the patient complained that urine was ¿running out of¿ them. It was reported that 3 new programs were added and the patient was left on program 4 at 1.4 v.